Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 23jan2019. Additional information: serial number obtained. Device evaluation: the manufacturer's field service engineer (fse) performed troubleshooting and checked the device error logs. The fse found the device parts had excessive dirt inside and were mishandled. It was also noted that the device did not alarm when the ventilator failed. The fse replaced the front bezel and cooling fan filter and the issue was resolved. The device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4); serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had sporadic failures in which the display screen would freeze, the unit would stop cycling, and subsequently, the unit would turn off. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.